Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer¿s mother called and reported being unable to test the customer due to the adc device reader turning on with button press but not with insertion of test strips. The customer experienced frequent urination during the night and a sensor scan result of 375 mg/dl was obtained. The customer was treated with an injection of insulin (dose/type unspecified) by the caregiver as instructed by healthcare professional (hcp). No further information was provided. There was no report of death or permanent impairment associated with this event.